Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a pump notification resulting in a bolus not delivering correctly. The customer's blood glucose (bg) level was 65 mg/dl. During troubleshooting with tandem technical support, the issue was resolved and the customer was able to deliver a bolus. Customer confirmed the pump was working as intended.